Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, the device's jaws were difficult to open. The device was not being applied on tissue. There was no patient injury.